Event description:
It was reported that on (B)(6) 2010, while in the cath lab, the intra-aortic balloon (iab) was inserted via a sheath. The pt was moved to the intensive care station. Pt was receiving intra-aortic balloon pump (iabp) therapy for 24 hours. On (B)(6) 2010, the pump (iap-0500d (B)(4)) alarmed "helium leak alarm" and blood flowed through the helium driveline. As a result, the iab was removed and at that time, the catheter was found to be kinked. Another iab was not inserted. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.